Event description:
It was reported that during a procedure upon connecting of the catheter, the electrodes 7 and 8 did not function. The catheter was replaced. No further detail was provided. The case was completed. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012 bwi failure analysis lab noted white foreign material on the distal side underneath the damaged electrode ring #20. Multiple follow-ups were done to request more details in regards to the received catheter condition. No further information is available at this point as to whether or not the physician encountered any difficulty while using this catheter that might have caused this catheter condition; guiding sheath type and size used in conjunction with this catheter, etc. It is currently unknown if the catheter used was new or reprocessed catheter. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure upon connecting of the catheter, the electrodes 7 and 8 did not function. The catheter was replaced. No further detail was provided. The case was completed. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted white foreign material on the distal side underneath the damaged electrode ring #20. This condition was not originally reported in the complaint. The white foreign material noted specific on this lasso catheter, was sent for fourier transform infra red analysis (ftir) testing. The foreign material was identified as styrene - polymer (abs) based material. It is unknown how the ring was damaged and the origin of the foreign material was from. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. An internal corrective action has been opened to address this issue. As this catheter was returned for electrode rings #7 and 8 that failed, the returned device was tested and passed carto 3 and recalibration check tests (normal functionality). However upon catheter dissection it was found that the wire of electrode ring #18 was not welded to the ring. This condition was also not originally reported in the complaint. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint (electrode rings #7 and 8 failed issue) could not be confirmed.